Manufacturer narrative:
Findings: unit passed displacement test. However, unit alarmed during basic occlusion test due to slightly loose drive support disk. Unit received missing end cap sticker. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners, case at reservoir tube window corners and battery tube threads. Unit received with broken reservoir tube lip. Unit received missing o-ring. Unit received with corroded battery tube.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer stated that insulin shot out from the device. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.